Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, a pump reset was performed to resolve the issues. Customer also reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Reportedly, customer added insulin to the cartridge to resolve the issue and successfully resumed insulin on the pump. Customer's blood glucose level was 276 mg/dl.